Event description:
It was reported that the customer's insulin pump had a missing plastic piece near the battery compartment. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump returned with a broken battery tube threads and protruded/loose drive support disk.